Event description:
Philips received a complaint by the customer on the v60 indicating that a 1122 "blower temperature high" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The customer called technical support to report that a 1122 "blower temperature high" alarm error occurred. The biomedical engineer (bme) could not duplicate the issue but verified that the incident occurred as the 1122 error code 1122 was logged in the significant log. The remote service engineer (rse) recommended replacing the blower assembly and provided the part number of the replacement blower assembly for repair. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 13oct2025, the biomedical engineer (bme) ultimately replaced the blower assembly, let the device run for five hours, and monitored the blower temperature, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.